Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was oversensing the minute ventilation signal on the right atrial (ra) channel. This oversensing led to inappropriate atrial tachy response episodes. Additionally, high out of range ra impedance measurements greater than 2000 ohms were observed. Boston scientific technical services discussed that these observations could be indicative of a lead fracture. The ra lead is a competitor product. The patient does not require ra therapy and therefore the device was reprogrammed around the ra lead. This ICD remains in service. No adverse patient effects were reported.